Event description:
A physician reported that a pt was treated with two formulations of collagen on 30 may 1997 in the vermilion border and nasolabial folds. Several days after the treatment (exact date unknown) the pt developed redness at both nasolabial folds, swelling 3-4 cm in length at the right nasolabial fold and firmness at the left nasolabial fold. The vermilion border remained asymptomatic. The physician diagnosed a hypersensitivity. On 16 june 1997, the pt received an intralesional injection of cortisone that diminished the erythema, but as of 25 june 1997, swelling and induration remained.